Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during a fibroscopy with biopsies procedure for hemostasis performed on (B)(6) 2025. During the procedure, the clip had a problem moving. They finally succeeded in moving it after a few manipulations of the handle. The procedure was completed with this device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.